Event description:
Event description guidant received information that this implantable lead displayed out of range pacing impedance measurements. The pacing thresholds are unchanged from inplant. The hv shock impedance is normal. There is no noise on the lead.